Event description:
It was reported by the rep that the (1) tl90 and the (1) tr90 were used during a bowel resection procedure. It was reported that the surgeon fired across the bowel and the staple line did not hold. There were feces in the abdomen. The surgeon bovied over the staple line and sutured staple line to reinforce the staple line and finish the case. The hosp is holding the product.